Event description:
Arjo was notified of an event involving a carevo shower trolley. It was reported that while bathing a patient using the carevo shower trolley, the caregivers pulled the patient's hands and body to the left side, leaning against the caregiver, when the side support released unintentionally and the patient started to fall onto the caregiver. The caregiver held the patient's body and both the patient and caregiver fell to the ground with the side support. As a result, the patient's head hit the floor and began to bleed. An ambulance was called and the patient was taken to the hospital. A computed tomography (CT) scan showed a cerebral hemorrhage. The customer was interviewed the day after the incident, and during the interview, information was obtained that the patient was conscious and the hemorrhage had stopped. According to the customer, the caregiver was also injured - pain to the back and hand, but the injury did not require treatment.